Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) female pt to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, the black pulse wire was open inside the trunk cable. The cause of the check te pad messages in the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.